Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023; sampling from: all channels; cfu: 9 cfu; bacterial identification: micrococcaceae/bacillaceae . Sampling date: (B)(6) 2023; sampling from: all channels cfu: <1cfu. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The reprocessing method is described in the following items in the instructions for use: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Additionally the following is stated in the instructions for use: "1) do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible." "2) do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal." "3) do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result." "4) do not touch the electrical contacts inside the electrical connector. Ccd damage can result." "5) do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." "6) do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal." "7) do not twist or bend the bending section with your hands. Equipment damage may result." "8) do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device will be sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unexpected contamination, the device had residual water. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.